Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not provide voice prompts which could prohibit use as there is no display on this device. There was no pt use associated with the reported failure.